Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose (bg) level was 465 mg/dl with moderate/high ketone level. The customer was nauseous and had vomited. The customer also reported being dehydrated and had tachycardia. The customer went to the emergency room and was treated with saline. The customer's bg level lowered to 239 mg/dl. After 4 hours the customer went home and felt a "little sick" but was stable. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge. The customer indicated that the cartridge would be changed.